Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) private (B)(6) 2018. Primary (B)(6) 2012; this is not the first revision, patient presented with knee pain. Upon opening the knee the femoral component was found to be loose. The femoral bolt was found to be broken and was loose in the knee. The femoral adapter was also found be broken with the vagus angle correction ring of the adapter found loose in the posterior part of the knee. The remainder of the femoral adapter was stuck in the femoral sleeve and could not be removed. The well fixed femoral sleeve and stem was removed. The mbt revision tibia, sleeve and tibia stem was left in situ north and appeared to be well fixed. A new sigma tc3 size 5 femur and larger sleeve and new stem was inserted. Male patient; (B)(6). Unknown_jrn: 1 x tc3 femur. Doi: (B)(6) 2012; dor: (B)(6) 2018; unknown affected side. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.